Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device record (DHR) is in process. Results: there are no testing results available as the investigation and evaluation are currently in progress. Conclusions: once the analysis and investigation are completed, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigation.

Event description:
Fill volume: 400 ml. Flow rate: 6 ml/hr. Procedure: right total shoulder repair. Cathplace: interscalene nerve block. An anesthesiologist reported that a patient experienced numbness on the side of her arm, shoulder and face the morning after an interscalene nerve block for a shoulder repair surgery. The anesthesiologist placed the catheter prior to the surgery and gave a bolus of local anesthetic pre-operatively but no reaction was noted. The pain pump was connected to the patient post-operatively with the (select-a-flow) saf set at 6 ml/hr. The patient could not change the flow rate during its use. It was reported that the pump was half-way full when disconnected and that the anesthesiologist was concerned about over-infusion.